Manufacturer narrative:
The kit, smartcard and photos were returned for analysis. A review of the smartcard data indicated that an alarm #9: blood pump error alarm occurred during prime and then prime was successfully completed. Blood collection started and the purging air phase was completed after 189ml of whole blood processed. An alarm #7: blood leak (centrifuge chamber) alarm occurred after 217ml of whole blood processed. An alarm #9: blood pump error and alarm #1: air detected alarms were the last events recorded on the smartcard. An evaluation of the photos confirmed the bowl break and showed that the base of the bowl was still in the bowl holder of the instrument after the bowl break. An examination of the centrifuge bowl found that all four of its locating tabs at the base of the centrifuge bowl lid were still in place and undamaged. The centrifuge bowl was cross-sectioned and the results indicated that there was a complete weld between the bowl and its base. Further review of both the photos and kit confirmed the visual presence of a weld 360° around the bowl to its cover joint. The cause for the leak was the bowl break, however the root cause for the bowl break could not be determined. A review of the device history record did not identify any related nonconformances, and a material trace of the bowl assembly and its components used to build this lot found no nonconformances. A CAPA has been initiated at the manufacturing site in order to document both the investigation and corrective actions for centrifuge bowl leak/breaks. (B)(4).

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e339 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #7: blood leak (centrifuge chamber), centrifuge bowl leak/break and drive tube leak/break. No trends were detected for these complaint categories. An issue review was initiated for complaint category, centrifuge bowl leak/break. This assessment is based on information available at the time of the investigation. The analysis of the returned photos, kit, and smart card is still in progress. A supplemental report will be filed when the analysis of the kit, photos and smart card is complete. (B)(4).

Event description:
The customer called to report an alarm #7: blood leak (centrifuge chamber) alarm that occurred due to a combined centrifuge bowl/ drive tube leak/break at approximately 271ml of whole blood processed. The customer stated that the centrifuge bowl had dislodged from the bowl holder and broke off from the top of the drive tube. The customer reported that the bowl "shattered" inside the centrifuge chamber. The customer also stated that both the upper and lower drive tube bearings had dislodged from their bearing retrainer clips. The customer reported that both the drive tube and leak detector strip were damaged. The customer stated that the treatment was aborted with no blood/products returned to the patient. The customer reported that the patient was in stable condition and would not require any medical interventions. The customer stated that their internal biomedical engineer would service the instrument . The kit, smartcard, and photos were returned for investigation.